Event description:
It was reported that versacross sheath was selected for use. It has been mentioned that the three-way stopcock was damage. The event occurred outside the patient. No patient complications occurred. The procedure was completed using different device (same model).